Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer had the alarm on the set change. Customer's blood glucose was 6.8 mmol/l. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer arranged for a new pump and was not hospitalized. Customer reported the error was a routine check-up.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.